Event description:
It was reported that: "tip of screwdriver stripped while inserting a screw."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.